Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to prime error alarm. The insulin pump had missing end cap sticker, dog chew marks on case, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. The insulin pump was received without the belt clip and no physical damage to belt clip slot noted.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and the drive support cap is loose. Customer's blood glucose level at the time 583 mg/dl. Troubleshooting occurred. Customer does not have a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.